Event description:
On (B)(6) 2015, itc became aware of a complaint from a healthcare professional on a hemochron signature elite and pt/inr system. A patient receiving warfarin prophylaxis for atrial fibrillation had anticoagulation status evaluated at a hospital clinic on (B)(6) 2015. Therapeutic inr goal for this patient is 2.0 - 3.0. The hemochron signature elite and pt/inr system reported fingerstick inrs of 0.9, which was lower than expected. Repeat testing using the same elite instrument and the same cuvette lot reported an inr of 2.0, which was the expected result. No dosage adjustment for warfarin was made as the repeat inr result was used to determine therapy. No adverse events were reported. No adverse events were reported. Hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing at the clinic before patient testing was done. Instrument malfunction is not suspected.

Manufacturer narrative:
This MDR submitted on (B)(6) 2015 references itc complaint number (B)(4). The serial number of the hemochron signature elite instrument used for patient testing was (B)(4). Method: process evaluation performed. No ncrs or anomalies related to the complaint were identified. Reserve sample tested from same lot, no failure detected. Result: no failure detected. Conclusion: unable to confirm complaint. In follow-up on (B)(6) 2015, customer stated that they used 2 boxes of a new lot m4jpt090 with no recurrence of the problem reported. Customer is continuing to use lot j4jpt080 (the lot reported in this complaint) without further observance of discrepant inr values.